Event description:
It was reported the patient¿s blood glucose reached 20 mmol/l (360 mg/dl) and upon inspection, it was noticed the adhesive pad was partially coming loose which caused the cannula to come out of the skin. The pod was worn between 24 and 36 hours.